Event description:
Customer alleges discrepant results with meter compared to lab: inratio: 5.1; lab: 2.3. Inratio: 4.7; lab: 2.4. Results from last 2 weeks. Meter and lab results within 1 hr of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.